Event description:
Additional information received 24-mar-2026: the PICC line was secured with securacath. The leak was internal in the patient. The line was 5 cm external and the vein was only 0.5cm deep. No injuries noted. The line was removed intact and a new catheter was inserted into a different vessel.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, slit in 4fr PICC line at the 7 cm mark. Additional information provided 17-mar-2026: no harm was done to the patient. Oncology noted the leaking when they started giving the patient a ns bolus. No other information was provided.